Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported that yesterday he had an elevated blood glucose reading of 550 mg/dl at 8am. He stated he delivered 10.2 units of insulin via injection and retested 20 minutes later with a result of 120 mg/dl. The pt was instructed to check the bolus history on his insulin infusion device which showed that 8.6 units of insulin were delivered at 8:36am. The pt was in a hurry and declined further troubleshooting. He stated his blood glucose has returned to his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.